Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was re-calibrated. The imaging system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported event. Analysis found that the reported issue was not a software issue. Analysis found that the software functioned as designed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during servicing, an inaccuracy was alleged. There was no patient present when this issue was identified.